Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022, the spring wire guide (swg) was kinked during insertion. No medical intervention was needed. It was reported that there was no patient injury or consequence. The current patient's condition is fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned the guide wire assembly and product lidstock for analysis. The guide wire was returned partially inserted through the catheter and signs of use were observed on both components. Visual analysis revealed guide wire contains one major kink towards distal end. The j-bend was misshapen but intact. A slight bend/kink was present on the catheter at the same location of guide wire kink. When the guide wire was removed from the catheter, dried blood was observed at location of kink. Microscopic examination confirmed the defect and revealed that the proximal and distal welds were present and spherical. The kink in the guide wire measured 430mm from the proximal tip. The overall guide wire length measured 457mm, which is within the specification limits of 450 - 458mm per the guide wire product drawing. The guide wire outer diameter measured 0.793mm, which is within the specification limits of 0.788-0.826mm per the guide wire product drawing. The overall length of the catheter from the juncture hub to distal tip measured 167mm, which is within the specification limits of 157-177mm per the catheter product drawing. The catheter and guide wire were functionally tested per the instructions for use (IFU) provided with this kit , which states "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The returned guide wire was advanced through a lab inventory ars, lab inventory introducer needle, and returned catheter. The undamaged portions of the guide wire passed with little to no resistance. A lab inventory guide wire with a diameter of 0.032" was advanced through the distal end of the returned catheter and passed with little to no resistance. A manual tug test confirmed that both distal and proximal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual analysis revealed that the guide wire and catheter were kinked. This in combination with biological material inside the catheter likely contributed to the resistance encountered by the customer. Aside from this, the guide wire and catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on 14sept2022, the spring wire guide (swg) was kinked during insertion. No medical intervention was needed. It was reported that there was no patient injury or consequence. The current patient's condition is fine.